Event description:
The customer reported that they received an erroneous result for one patient sample tested for tina-quant albumin (microalbumin). The sample initially resulted as 64.32 mg/l and this was reported outside of the laboratory as 64.3 mg/l. On (B)(6) 2014, while troubleshooting a quality control discrepancy between this analyzer and another c501 analyzer, the customer used the same patient sample to perform a precision study with 20 replicates. All results on this analyzer recovered between 9 mg/l and 11 mg/l accompanied by a data flag. The customer provided some of these values and these values were 9.40 mg/l accompanied by a data flag, 9.43 mg/l accompanied by a data flag, 10.31 mg/l accompanied by a data flag, 9.12 mg/l accompanied by a data flag, 9.44 mg/l accompanied by a data flag, 10.57 mg/l accompanied by a data flag, 9.92 mg/l accompanied by a data flag, and 9.51 mg/l accompanied by a data flag. The sample was tested on the other c501 analyzer and results ranged from 9 mg/l to 11 mg/l accompanied by a data flag. One result from the other c501 was 12 mg/l and this value was believed to be correct and a corrected report was issued for this result because this result was not flagged. The customer was asked, but did not provide any further specific values for the sample. The same patient had a different sample tested on (B)(6) 2014 and this sample resulted as 9.47 mg/l accompanied by a data flag. The customer also repeated microalbumin for several other patient samples and the results agreed. The patient was not adversely affected. The microalbumin reagent lot number was 68627901 with an expiration date of 03/31/2015. The field service representative could not determine a cause and he could not duplicate the problem. He checked rinse levels and checked mechanical adjustments in sample and reagent areas. He ran precision studies and these were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was determined that a recommended carry-over evasion step for the assay was not carried out on the analyzer and this has been identified to be the root cause to the issue. The carry-over evasion step for the assay is documented in product labeling. The appropriate carry-over evasion wash has been installed on the system.